Event description:
Patient in ICU had 22g peripheral catheter inserted into right antecubital on (B)(6) 2015. The nurse noticed it was leaking and when she removed the tape, she noticed the hub had separated from the needle. She was not able to visualize the needle. The needle was surgically removed on (B)(6) 2015. The catheter was taken from the ICU supply cart. The cart had 4 boxes, all with different lot numbers. Other possible lot numbers include: st2822446, st2822445, st2871728.